Event description:
The device did not alarm for air-in-line during routine preventative maintenance testing. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was provided.